Manufacturer narrative:
(B)(4).

Event description:
A mother reported her daughter, (B)(6), experienced scarring, "the skin turned white", blisters, second degree burns on her hand, atrophy of her fingers, and pain while using compound w freeze off advanced wart removal system (dimethyl ether). On (B)(6) 2015, the consumer applied 1 application for 14 seconds of compound w freeze off advanced for the treatment of common warts. After using the product, on (B)(6) 2015, she experienced scarring, "the skin turned white", blisters, second degree burns on her hand, atrophy of her fingers, and pain. On (B)(6) 2015, the consumer's mother took her to the emergency room where she was administered pain medication, neosporin was applied to the hand and her hand was wrapped. The consumer was then referred to a burn specialist. On (B)(6) 2015, the consumer saw the burn specialist and they casted her hand. On (B)(6) 2015, the cast was removed and the entire hand had become blistered; the doctors opened the blisters, removed the dead tissue, then recasted her hand. The consumer does not take any medications daily. The consumer has a medical history of 3 hand surgeries and already had some scar tissue on her hands before this event. The consumer has had 29 unspecified surgeries and has additional medical history, but the mother declined to provide it as it is not pertinent to this event. The consumer was not pregnant when she started using compound w freeze off advanced wart removal system.